Event description:
Put the pack on for 20 minutes over his shirt with the blue side, then put on the white side directly on skin for 20 minutes. Had on for 40 minutes and there were two white marks on his back and his back was hard. Within an hour or 1.5 hour, the area started turning red. Within 2 hours later, it was red and hurting him. Went to the pharmacist -looks like a burn and apply the triple antibiotic per the pharmacist. One to two hours later, it progressively got worse, started blistering. Then covered it with gauze because it was blistering. Getting worse. By 3 in the morning, it was worse. Went to emergency room the next morning and they treated him for 2nd and 3rd degree burns. Sent home. Went to another hosp with a burn unit and they admitted him for 2 days. Treated and had a nurse home care for wound care to alleviate risk of infection. Care was for twice and then wife and mother continued the treatment another 2 weeks. There is a scar. End user did not mention whether he had read the carton instructions to limit use to 30 minutes or less.

Event description:
Lawyers communicated this updated information on 02/12/2018. The end-user used a universal cold pack by placing the product on his lower back. While utilizing the cold pack the end-user was injured. The end-user sustained a severe burn/frostbite to the skin of his lower back with blistering, skin damage and scarring. End user received 2nd and 3rd degree burns and was in a burn unit in the hospital.